Manufacturer narrative:
(B)(4). Complaint can be confirmed through the returned product analysis. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Visual examination of the returned product identified signs of wear with some pitting and scratches on the blue portion of the handle. The distal end of the handle body is also bent and damaged. The handle plunger has fractured and was not returned with the device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was not functioning properly or broke during surgery. Attempts have been made and no further information has been provided.